Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire. The conductor wire was broken at the distal pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional observations not reported by the site include, the instrument was found to have a broken grip at the grip base. A piece approximately 0.57" x 0.17" was found to be broken off the yaw pulley. The broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the wire on the force bipolar instrument was sticking out. There was no report of patient involvement.